Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported there is a stripe on the display of the pump. No adverse event reported. Requested return of the alleged pump for evaluation.